Event description:
A device report from (B)(6) indicated a surgeon from (B)(6) reported: approximately four (4) months ago he was having a problem with the heads of the cortex screws breaking off. It is not known if this happened during an insertion and/or a removal. No additional information is available at this time. This is 2 of 2 reports.

Manufacturer narrative:
Device used for treatment not diagnosis. Investigation coordinated by synthes europe. Report received indicates the investigation did not show any failure or any abnormalities. The measurable dimensions of the cortex screws were checked and found to be in compliance with the technical drawings and specifications. Since the exact article and lot numbers are not known the present complaint cannot be fully analyzed and the manufacturing documents cannot be reviewed. Synthes has noted this issue, and this report has been entered into our market vigilance system. The corresponding statistical data will be kept under trending.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.